Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: falling off the IV not allowing for fluid to come through, and leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109023. D4: medical device expiration date: 11oct2025 . H4: device manufacture date: 11oct2022. D4: medical device lot #: 22109063. D4: medical device expiration date: 05oct2025. H4: device manufacture date: 04oct2022. D10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary three samples (model #mp5303-c, lot 22109063) were returned by the customer. It was reported by the customer that set is falling off the IV, not allowing fluid to come through and leaking. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe then attempted to be flushed with water. While attempting to be flushed, the sets were still securely attached to the syringe and no leaks were observed. The sets did not fall off the syringe. The sets were then each attached to a bd primary set and attempted to be primed with saline. During priming the sets continued to stay attached to the primary set and never fell off. No leaks were observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model mp5303-c lot number 22109063 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the reported failure was not established because the failure could not be replicated. A review of the male luer connector has determined that it is constructed within its design parameters.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: falling off the IV not allowing for fluid to come through, and leaking.

Manufacturer narrative:
Medical device lot#: 22079432 was reported, however, this is not a lot# manufactured for the reported catalog#. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.